Manufacturer narrative:
Concomitant medical products: rvdr01 ipg. Implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible intermittent atrial undersensing, in and out of mode switch. It was also reported that there appeared to be ventricular fusion beats and safety-paced beats. Atrial sensitivity was reduced and both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.